Manufacturer narrative:
No conclusion code available; failure event observed during analysis. Final analysis found external insulation abrasion at 33.6 cm to 35.0 cm from the distal tip. The abrasion was consistent with exposure to constant friction to another implantable device. The etfe coating was intact at this location. All other damage found was sustained during procedure. The lead was otherwise normal.

Event description:
This report is to advise of an event observed during analysis.